Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious bodily injuries, extreme pain, erosion of internal bodily tissue, dyspareunia, painful scarring, permanent and bodily impairment, permanent physical deficits, sequelae, has required medical treatment and add'l surgery. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
On (B)(6) 2006: patient was discharged to home in a stable condition with darvocet and colace. *reviewer¿s comment: medical records further to (B)(6) 2006 are unavailable for review to know the health condition of the patient. Per pfs ¿outcome attributed to device ¿ pain, erosion, extrusion, urinary problems, bowel problems, recurrence, bleeding and dyspareunia.¿ (medical records are unavailable for review to substantiate the same).

Manufacturer narrative:
(B)(4).